Event description:
It was reported that during an parenchymal fistula, the device was deployed. The doctor put the reload second time. The device made cuts for 2-3cm, however, the device did not perform stapling function, and the knife came to a halt and did not cut further. A new stapler was used. The same problem occurred. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.